Event description:
It was reported that there was a malfunction involving a pump, displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.